Manufacturer narrative:
Corrected field: d7 (single-use device). Upon further information received on 18 nov 2025 from related complaint, it was determined that the getinge technician was not able to reproduce the reported failure (gas loss alarm). Therefore, the complaint is downgraded and is non-reportable to FDA. As a result, no followup or supplemental MDR is necessary. Please cancel it in your database.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: danielle siclovan). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the intra-aortic balloon pump (iabp) experienced gas loss alarm. No patient harm or injury reported.